Manufacturer narrative:
B3: date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not cycle lights upon start-up, the first time it is turned on-appears to not turn on. The serial number on the unit was not legible. There was no patient involvement.

Manufacturer narrative:
D9: (B)(6) 2025. H6: evaluation codes updated device evaluation: one device was received. The device was visually and functionally tested and the customer reported issue was not able to be confirmed. No physical damage or defects were noted on device. The cause of the reported issue was unable to be determined or verified through evidence and test methods available. Due to obsolescence and lack of spare parts, we were unable to complete the servicing of the ventilator. Device will be sent back un-repaired or scrapped on site. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.